Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v806857, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient experienced soreness in their pelvic floor area where the stimulation was from the implantable neur ostimulator (ins). The soreness was described as ¿constant¿ and similar to a feeling they had with previous bladder infections. The patient denied any falls or trauma related to this event. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but was working with a manufacturer representative or her hcp. The patient had an infection and had to get it taken care of before the interstim could be reprogrammed. It was noted that the patient was on antibiotics and had been very happy with the interstim monitor. The patient hadn¿t had an infection since her implant.